Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the insulin pump alarmed a change battery now alarm. Device was not turning back on after the battery change. Customer's blood glucose was 189 mg/dl. After troubleshooting, the display returned. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.